Event description:
It was reported that a below the knee amuptee exhibited what appears to be bone wax oozing from stump wound. The amputation took place in 2000. The pt exhibited poor wound healing at the amputation site. In 2001 a new open area on the stump was noted. A 1 cm round substance evacuated from the stump. An analysis of the material indicated it is likely to be the bone wax. The physician reported that the material was identified as bone wax by comparison testing the melt characteristics of the material from the wounds versus bone wax. The wound at the extrusion site has not healed, and the physician is concerned that there may be an abscess at the site which may require a revision or above the knee amputation.